Manufacturer narrative:
Device is a combination product. Complainant name: (B)(6) medical center.   (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25 x 28mm synergy ii everolimus-eluting platinum chromium coronary stent system drug eluting stent was advanced to treat the lesion. However, the shaft broke. Both the segments of the device were removed. No patient complications were reported.